Event description:
It was reported that during implant attempt, the svc coil was not uniform when viewed under fluoro, and there was a possible lead fracture. The lead was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned device found the outer insulation breached, cut, and blood/body fluid in the proximal conductor (not obstructed). There was also blood in/on the helix/lobe mechanism. Damaged at implant.